Manufacturer narrative:
Occupation health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open hernia repair, the patient was forced to undergo surgery to repair the abdominal wall with mesh, and in addition to this first mesh, the surgeon put a flat mesh which are placed in bridge being in contact which generates a space with seroma type collection. The patient took surgery again to remove the mesh and control the infection. After 8 days, they had an approval to schedule a new surgery for reconstruction of the wall with a third mesh biological implant. The third mesh then implanted and on top of it, they placed a second mesh, since the surgeon preferred to give greater resistance to the wall. The patient evolves adequately, but at 50 days arrives with abdominal pain and output of hematopurulent content. The patient was taken to surgery and the findings were not reinforced wall and the non-integrated third mesh. Medical or surgical intervention was required. In order to complete the case, the mesh was removed and it was preceded to the closing under second intension.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 4 photos of a device. The visual examination of the provided pictures shows that, the mesh was contaminated by blood and fleshes, the mesh is partially visible from the bottom to the center of the picture, and a yarn seems to be visible in the middle of the mesh. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Conclusion of the visual examination, the product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.